Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device hs been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated that the insulin pump alarmed motor error and no delivery. The reported blood glucose reading was 256 mg/dl. Troubleshooting was performed, and the displacement test failed. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.